Event description:
It was reported the pt lost stimulation. She reported she had not felt stimulation nor had she charged her ipg in at least four months. It was reported external devices are not able to communicate with the ipg. No further information is available at this time.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.